Event description:
Patient reported "implants were encapsulated" and ¿implants had completely dissolved and were mushy.¿ device has been explanted. This relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "implants were encapsulated" and ¿implants had completely dissolved and were mushy.¿ device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii.

Event description:
Patient reported "implants were encapsulated" and ¿implants had completely dissolved and were mushy.¿ physician later reported capsular contracture baker grade IV pain. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, d6b